Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: b5, h6 and h10. The e2/e3 and g2 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 2 years since the subject device was manufactured. Based on the results of the investigation, the biopsy channel leaked and fluid invaded the scope connector during user handling. The fluid invasion caused an abnormality of the electronic components resulting in the e216 error message. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the scheduled procedure was a diagnostic bronchoscopy, no other devices involved. There was no delay in procedure and intended procedure was completed with a similar device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the device failed leak testing. Device examination, the following areas of damage were identified: the distal end was chipped, deformed and scratched; the bending section cover adhesive was chipped and lifting; the light guide lens was scratched; the instrument channel was leaking from an interior tear; the insertion tube was scratched, dented and failed gauge testing; the control body showed fluid ingression; and the scope connector was wet. Functional testing found that the bending section failed electrical insulation testing and the up angle was out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope had an air leak. The issue was identified during reprocessing. The device was scheduled for a diagnostic procedure. Additional information has been requested but not received at this time. The device was returned to olympus medical for evaluation. During testing, the returned device relayed no image and gave error code 216. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.